Event description:
It was reported that the system arced and produced an over voltage fault error and temp sensor error messages. These errors cause the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced and calibrated the filament driver board. The system operates as intended.